Event description:
It was reported a cgm error 42 occurred. There was no reported impact to the customer's blood glucose level. The customer performed a pump reset to resolve the issue and resumed insulin therapy successfully.